Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the distal screw was aimed and implanted under the nail instead of through the nail during a tfn (trochanteric fixation nail) insertion on (B)(6) 2017. The surgeon tried to remove the screw but decided to leave it in the patient. It was thought that the aiming device may not have been tightened onto the nail. The aiming device was tightened up and another screw was inserted correctly with no issues. There was a 10 minute surgical delay to take x-rays, try to remove the screw, tighten the aiming device, and insert a new screw. The surgery was successfully completed. The patient outcome was as expected. Concomitant devices reported: tfn nail (456.315s lot 9890640, quantity 1), 4.9mm ti locking bolt 32mm ( 459.32, lot number unknown, quantity 1), cannulated connecting screw for trochanteric fixation nails (357.397, lot number unknown, quantity 1), driving cap for 357.411 (357.395, lot number unknown, quantity 1). This report is for one (1) insertion handle. This is report 1 of 2 for (B)(4).